Event description:
The MFR received information alleging a remote alarm had no signal. The device was not in patient use.

Manufacturer narrative:
The remote alarm was evaluated by the MFR. The MFR found the device to continuously alarm. The technician found a broken battery connector wire, causing the device to not operate on battery power. The device would operate and alarm properly on ac power. The battery connector was replaced to correct the issue. If the remote alarm (optional accessory) was used in conjunction with a ventilator, the ventilator would continue to provide therapy and audibly alarm for patient events. Waiting for approval of estimate.